Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod10's. During the procedure, the physician felt resistance while advancing a pod10 through a lantern delivery microcatheter (lantern) and consequently, the pusher assembly of the pod10 became kinked. Therefore, the pod10 was removed, and the procedure was completed using a new pod10 and the same lantern. There was no report of an adverse effect to the patient.